Event description:
Additional information was received that the cause of death was seizure-related sudden death chronic seizure disorder of unknown type, interval 20 years. The manner of death was natural. Based the available information an internal classification has determined that the cause of death is not sudep.

Event description:
There is no addition information that can be attained. The is no additional information that is known and there is no one to contact for additional information.

Event description:
It was reported on (B)(4) 2012 that a vns patient was passed away due to unknown reasons. An internet search revealed the patient passed away on (B)(6) 2005. The patient's last treating physician is unknown at this time. Product return attempts have been unsuccessful. The funeral home does not have the lead or generator for return to the manufacturer. Good faith attempts for more information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2005 and the patient's cause of death was genetic and chromosomal development encephalopathies, and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.